Event description:
Customer reported that an 840 ventilator touchframe screen was locked. Device was not being used on a pt when event occurred.

Manufacturer narrative:
Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) touchframe printed circuit board (pcb). Device passed all tests. Covidien ref.: (B)(4).